Event description:
The customer could not provide patient information due to their internal policies.

Event description:
The customer requested their spectra machine be inspected following a volume discrepancy on a therapeutic plasma exchange (tpe) procedure. The operator was performing a tpe procedure using albumin 1750 ml and 900-1000 ml for a total exchange volume of 2650 ml- 2700 ml. The machine gave her a target replacement fluid volume of 2700 ml. When she completed the procedure the end run value screen said the replacement fluid volume was 2526ml and she had actually given 2750ml. A discrepancy of 224 mls. The replacement fluid came in (3) 500 ml & (1) 250 ml bottles and a 1 liter bag of ns. The customer stated that the saline bags are usually overfilled. This report is being filed due insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided. This report was filed beyond the 30-day time frame due to an internal processing error. An investigation for potential internal corrective actions is being conducted.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The device history records (DHR) were reviewed for this event. There were no events noted in the DHR that would have contributed to the issue experienced by the customer. The customer's biomed called terumo bct for troubleshooting feedback and he was advised to check the operation of the pumps, the valves and the pressure sensors. Upon follow-up, the operator stated that the machine had been serviced by their biomedical engineer and would call back if the issue re-occurred. The details of the service are unknown. No additional reports have been received for this device regarding the reported condition. Root cause: undetermined.

Manufacturer narrative:
(B)(4).